Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login using biometric identification. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot login using bio-ID. A field service engineer (fse) had customer logged into station and the customer successfully able to log in station using the bio ID. Fse logged into the hardware test application, ran functionality test but no malfunctions were found and rebooted the station. The system functioned as intended after the field service engineer investigated the issue.